Manufacturer narrative:
(B)(4). Per the nurse, the sample was discarded.

Event description:
A customer contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 3. Per the initial report, the home patient (hp) became disconnected from the machine while sleeping. Gts advised the hp to place on a minicap and end therapy on the hc. Gts advised the hp to contact the nurse in the morning. The writer contacted the peritoneal dialysis (pd) nurse on (B)(6) 2010 and per the nurse, the disconnection occurred because the care giver (cg) didn?t screw the patient line tight enough onto the transfer set, causing the patient line to become disconnected while the hp was sleeping. She stated that she has retrained the cg, replaced the transfer set and discarded the sample. She stated that the hp was treated with prophylactic antibiotic and there was no infection. She stated that the hp has resumed pd therapy without any complications and is performing therapy successfully. There was no injury or medical intervention reported.